Event description:
It was reported that during aortic cannulation with the eopa 3d arterial cannula, blood came squirting out of a hole in the arterial cannula at high speed due to patient pressure. A hole was observed at approximately the halfway point of the cannula, and it was reported that the damage was not in the location of the sutures. The hemostasis cap was used when the introducer was inserted into the cannula body connector. The cannula was replaced to complete the case and the same issue was observed with the replacement cannula. A third cannula was used to complete the procedure. No additional patient complications have been reported as a result of this event. Medtronic received additional information that an unplanned blood transfusion was not required due to the leak.

Manufacturer narrative:
Device evaluation summary: visual inspection showed evidence of a damage/split. Pressure integrity testing was performed at 0.5 l/min with 15 psi (775 mmhg) of backpressure for 10 minutes. During the pressure integrity test there was a leak observed at the damage/split. The reason for the return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.